Event description:
A review of service data detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed incoming functional tests. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the pulse lead hipot and fall-off tests. Upon investigation, the ECG c and d cable was pulled from the strain relief and the j704 connector inside the dn was damaged. The cause for the test failures and the damaged j704 connector was the pulled cable. The root cause of the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.